Event description:
It was reported the patient died. It was unknown if it was device related. The family wants to know if the pump malfunctioned. On (B)(6) 2009, the pump logs indicate the infusion mode simple continuous dose per day was 29.506mg/day. It was noted next to the dose ¿error program¿. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The date of death was unknown. The date of death is approximate. Concomitant products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8703w, lot# l38470, implanted: (B)(6) 1996, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
Additional information was received and it was reported that the physician¿s office had only seen the patient for a referral and they did not know why ¿error program¿ was written on the logs. The log was supplied by the patient and they had no additional information regarding it. The physician stated that he had no reason to believe that the pump or medication within the pump had anything to do with the patient dying. Additional information was received from the same physician a couple of days later. They stated that they wanted to provide some additional information regarding the patient. The patient was never a patient with the physician. The physician did not know how the family got his name and number. He agreed to meet with them. They told him that their mother had passed away. They did not want to talk to the physician that managed it; they did not know who that was. They asked if when the morgue explanted the pump if the physician would look at it and determine if it caused her death. He told the family that he would give the pump to his rep and have him return it for analysis. They did not say when the patient died, cause of death, or give any rationale for why they wanted it analyzed. Per the physician, there was no reason to believe that the pump malfunctioned. He also stated that ¿this seemed to be dissatisfaction with the physician if anything¿.

Manufacturer narrative:
(B)(4).